Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump would not start pumping" is not able to be confirmed. The pump assembly was replaced, and the pump passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that prior to use on a patient in (B)(6) 2019 the intra-aortic balloon pump (iabp) would not work. The iabp was taken out to be service and it was found that the issue was due to the stepper motor. As a result, a backup iabp was placed in the hospital.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
There was no patient involvement. It was reported that prior to use on a patient in (B)(6) 2019 the intra-aortic balloon pump (iabp) would not work. The iabp was taken out to be service and it was found that the issue was due to the stepper motor. As a result, a backup iabp was placed in the hospital.